Manufacturer narrative:
Plant investigation: the reported complaint symptom (dv > 180% to 200% of fv) was not confirmed. The reported complaint symptom code (uf questions) refers to the customer reported allegation as stated in the complaint data. Allegation cannot be confirmed or unconfirmed. Information has been documented. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering negative uf's during the previous night's peritoneal dialysis treatment. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (3) where 3780ml drained. This drain is 189% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2002ml is 3604ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.